Manufacturer narrative:
Mitek is awaiting receipt of the complaint device. When the device is received, it will be subjected to a failure analysis. The results of the evaluation will be subject of a follow up report.

Event description:
Our rep is reporting that during and arthroscopic shoulder procedure, the distal portion broke off, the cortex at the area of the bone hole broke and the anchor pulled out. There were no pt consequences. At this time this is all of the information known. Questions out though the complaint reporter for clarity.